Event description:
The luer lock of the eds3 system was cracked, which lead to csf leakage and an infection. It is not known at this time how the patient was treated.

Manufacturer narrative:
A follow up report is being filed as the device has become available. It was reported in the initial report that the device was not available for investigation. Upon completion of the investigation, it was noted that there was a leak at the white plastic luer lock. During the investigation process the technician unscrewed the luer lock from the connector. It was noted that it was very difficult to disconnect. It appears that the luer lock was over tightened, which may have been the root cause for the crack. This; however, could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. A review of the sterilization records also confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device was discarded.